Manufacturer narrative:
Date rec¿d by MFR : 25apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the oxygen value was set for 100%, the unit measured 94.5%. The fse replaced the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 30april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. Event date not specified.

Manufacturer narrative:
Date received by manufacturer: 02aug19. Date of report: 07aug19. The gas delivery system assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.